Event description:
A u.s. Distributor notified zoll on (B)(6) 2014 that a (B)(6) year old male patient passed away on (B)(6) 2014. The patient's wife reported that the battery may have become detached during the night, and the monitor was beeping. A review of the downloaded data showed the patient in sinus ventricular tachycardia at 140 bpm prior to the device being shut down at 04:07:20 on (B)(6) 2014. While monitoring the patient's rhythms, no sustained ventricular tachycardia were detected.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. As received, the monitor was fully functional and able to detect and treat; there was no problem with the battery latching mechanism. Review of the patient's flags does not indicate a device failure associated with the batteries during use. The batteries were reconditioned at the distributor and returned to the field for patient use. No additional problems with the batteries in the field have been identified. There is no evidence to suggest that the battery became detached during the night. It is likely that the battery was removed. Monitor sn (B)(4): (B)(6) 2014 (initial use); battery sn (B)(4): (B)(6) 2014 (reuse); battery sn (B)(4): (B)(6) 2014 (reuse).